Manufacturer narrative:
One trimmed piece of a stent was received in a petri dish. The stent was visually inspected and was found to be non-conforming with an appearance indicative of being trimmed, the distal collar and partial first ring were returned with a jagged cut. No clinical data was received associated with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Because the sample returned could not verify the reported event, no clinical data was received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in pt identifier, age/date of birth, sex, date of event, relevant tests/lab data, implant date, device available for evaluation?, concomitant medical products, device evaluated by MFR?, and additional MFR narrative. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information requested. (B)(4).

Event description:
A customer reported following the implant of a micro-stent device, the device needs trimming. Additional information was requested.